Manufacturer narrative:
(B)(4). Additional information regarding the event and device usage has been requested by teleflex. No response received to date. The device involved has not been received by the manufacturer for evaluation at the time of this report. However, 200 samples, from the same family of devices, were taken from the current production. The samples were visually inspected and issue reported "tube is kinking" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation and determine the root cause. Root cause is unknown. Corrective actions cannot be established at his time. Other remarks: if the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the et tube is kinking.

Event description:
Customer complaint alleges the et tube is kinking.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10114 et tube, cf, 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. No defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube is used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing was able to pass freely through the tube. Multiple attempts were made from both ends of the tube and no issues were observed. The returned sample was able to pass the kink resistance test. The reported complaint of "tube is kinking" was not confirmed based upon the sample received. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% the size of the inner diameter of the tube was able to freely pass through the tube multiple times with no issues. A device history record review was performed with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.